Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache, hand numbness, sweating. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error messages (e-2 and e-3). At the time of the call the customer reported her hands were numb and she had a headache and was sweating; medical attention was not needed at the time. During the call, a blood test was performed by the customer non-fasting and produced test result of 68 mg/dl using true metrix meter. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is 08/11/2022.

Manufacturer narrative:
Sections with additional information as of 29-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.